Event description:
In a laparoscopic sigmoid resection procedure, after the i60 stapler had been clamped on colonic tissue, the leds showed red, and the device became unresponsive. The i60 stapler was excised from the body. The procedure was converted to an open one, and was completed by means of another device. The patient was in good condition at the end of the procedure.

Manufacturer narrative:
The i60 stapler was found to have a broken dowel pin in the articulation assembly. This defect, however was not the cause of the reported failure to respond to button presses. The root cause of the event is not known at this time.